Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (date and duration not reported). As of report on (B)(6) 2016 the infection has resolved. This report is filed april 18, 2016. The implanted device remains.

Manufacturer narrative:
This report is filed, february 18, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. The implanted device remains.